Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment was returned, analyzed, and no anomalies were found. It was noted that there was a cosmetic depression on the outer insulation and the overlay tubing had cosmetic environmental stress cracking. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and short v-v intervals. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.